Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator the patient had difficulty post exchange. The patient had a pulmonary embolus that was treated with heparin. The patient was readmitted with increasing heart failure and failure of the lvad to unload enough volume from the lv and lactate dehydrogenase (ldh) values were near 2000 and plasma free hgb was elevated as well, confirming hemolysis. Ramp study showed verification of failure to unload. The patient's family decided not to support another pump exchange.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.